Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip did not form properly and all the subsequent firings, there were feeding issues. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. There is no additional info.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.